Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and, during the last ten days, an elevated heart rate. It was further reported that the patient feels like there is something amiss with the implantable pulse generator (ipg). The device remains in use. No further patient complications have been reported as a result of this event.